Manufacturer narrative:
One smiths medical medfusion was returned for analysis with a good condition with no appearance of any physical damage. Event log history was performed, and no error was found in history. It was noted that the keypad was not operating as intended and was the cause of the reported issue. Service replaced keypad to correct the reported issue. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the button on a display of a smiths medical medfusion does not work. No patient consequences were reported. No adverse effects were reported.